Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that during an infusion of tpn, the filter disconnected from the smartsite connected to the catheter hub resulting in leakage. The set had been in use for approximately 13 hours. No patient harm reported.

Manufacturer narrative:
Additional information provided. The customer¿s report that the set disconnected from the smartsite that was connected to the catheter hub during an infusion was not confirmed. The set was visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. No evidence of damage was observed. Further visual inspection under magnification did not reveal any damage or anomalies on the set and its components including the male luer where the disconnection is reported to have occurred. Functional testing noted the set to operate without incident. Pressure testing was performed and no leaks or disconnects were observed on any part of the set and its components. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Correction: initial reporter address.